Manufacturer narrative:
Continued a5b: race: asian. Additional, changed, and/or corrected data: a.2 , a.5b , d.1 , d.2 , d.4 , d.6 , d.7 , g.3 , g.5 , h.4 , h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, one opening curved on the posterior, brown particles on the shell, and crease flat. A microscopic analysis was performed which identified: one opening sharp and stress marks, near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - one sharp opening on the posterior assessed as surgical impact.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.